Event description:
On (B)(6) 2010, during a primary tlif procedure from t3-s1, the surgeon was removing a screw when the distal tip of the sequoia modular driver broke off. The surgeon was able to remove the tip from the surgical site without difficulty and continue the surgery as indicated. There was a minimal surgical delay and no harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.